Event description:
The reusable surgeon gown was sent in with a hole in the sleeve. We have had other occasions with gowns coming in with holes in them. The gown was not used in a surgical case with a patient. A new gown was obtained. No patient harm.======================manufacturer response for xl reusable surgeon's gown, (brand not provided) (per site reporter).======================when reported, we were told that quality control will contact us but we haven't heard anything thing else.